Manufacturer narrative:
Additional information: h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line cap of an amia pd cycler set was "too loose" and not fully connected to the patient line inside the packaging. It was further reported that while the patient was setting up during peritoneal dialysis (pd) training, the patient line cap was not secure and fell off easily. This was noticed during patient use of the device for pd training. There was no patient injury or medical intervention associated with this event. No additional information is available.